Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the site recently released the item to them and they would sent it back as soon as possible.

Manufacturer narrative:
Changed from product problem and adverse event to just product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that prior to implantation, it was found that the lead was bent at the contact site. The malformation was found when the lead was taken out of the box. The lead was not used and the issue was resolved at the time of the report, as a different lead was implanted. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1xfy5) found that the distal end of the lead was bent analysis summary: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis confirmed that the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.